Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #2134265-2009-03701. It was reported that during a bilateral common iliac artery angioplasty treatment procedure, stent elongation occurred. A smash 8.0 - 40, 80 cm balloon catheter had been advanced to predilate the 60% stenosed lesion on the highly calcified right side. The balloon was inflated to an unspecified pressure and a dissection occurred in the target lesion extending distally into internal and external iliac arteries. Two 8mm x 40mm non-bsc stents were implanted to treat the dissection. The stents are overlapping from origin of common iliac artery off the aorta to just above origin of external iliac artery. The focus was then directed to the left side. The left common iliac artery was noted to be non-uniform in diameter and appearance with a narrowing to the origin of the common iliac artery then expanding in diameter to 12mm before appearing to narrow again with a 75%0 stenosis. The left common iliac artery was dilated with the same smash 8.0 - 40, 80 cm balloon catheter. An epic vascular 12x61x75 stent was advanced to treat the left lesion. The top marker of the stent was advanced beyond the target lesion. The physician pulled back to remove any slack in the stent delivery system. The physician started to slowly deploy the stent with the thumb wheel and the stent appeared to "jump" approximately 5mm resulting in the stent markers sitting above the desired location. The physician applied traction on the deployment handle while holding the introducer sheath with his other hand. He further deployed the stent with traction in order to reposition the "slightly" deployed top portion of the stent. It was then noticed that the stent appeared to have "significantly" stretched in overall length and in the stent "architecture" appeared "elongated". The stent is not considered to be well positioned over origin of internal iliac nor is the stent considered to be well apposed; however, the procedure was considered to be completed with this device. There were no additional patient complications reported with the patient's current condition listed as "stable."